Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the occlusion issue by disconnecting tubing from the site, running some insulin through the tubing, and resuming insulin delivery. Customer support provided messaging about off-label insulin use, and the case was closed.